Event description:
Report of tubing split during contrast injection with power injector received. A trauma pt (no other info was available) was undergoing a CT scan. A gravity IV administration set was infusing an unspecified IV solution. The contrast was injected via power injector over 140-150 secs, and the tubing reportedly burst near the administration port. The nurse clamped the tubing immediately, so no bleedback or pt harm was reported. Although requested, no further info regarding pt gender, age, or diagnosis was available from the reporter.